Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with their pump and high blood glucose levels. The customer's blood glucose level was reported to be 600mg/dl. It was reported that the customer was having battery longevity issues, and would wake up to high levels due to pump shutting off in the middle of the night. It was reported that the pump was now delivering insulin to fast and the customer needed to disconnect due to delivery discomfort. It was reported that the customer was contacted and had the pump replaced.